Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting to acquire vascular access for a scheduled procedure, the tip of the micropuncture access wire detached within the patients vasculature. The physician successfully externalized the foreign body with a vascular snare device liberating the foreign body from the native vessel. No additional access related complications to report.